Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The distributor reported this was the surgeon's first use of this system; multiple cases have been performed since this case without similar occurrences. No product evaluation could be performed as the product was not returned to the manufacturer. The most likely underlying cause of this complaint cannot be determined as this product was not returned. However, details provided by distributor indicate that the surgeons familiarity with the system as well as the patients condition could have contributed to the event. It is unknown how many screws or which part numbers were involved, therefore a report was submitted for each screw in the set. Report one of six for the same event, reference 1032347-2016-00365 through 1032347-2016-00369. This report is being submitted late as the team member who received the survey on april 5, 2015 failed to report it to the complaint team. The survey was identified on july 19, 2016 by a team member conducting post market surveillance activities.

Event description:
It was reported through a survey that several screws fell into the patient as a result of being knocked off by glancing tissue or bone if the tip of the screw did not make it to the plate hole unimpeded. It is reported the patient is obese, which added an additional challenge to reach and deliver screws through thick skin/tissue. The screws were removed using either fingers or forceps. It is also reported some screws would not seat all way using the right angle driver. The distributor confirmed in cases where the screws did not seat all the way they were firmly locked into the plate. There was no surgical delay or patient injury reported.